Event description:
It was reported that during an angioplasty procedure, a stent dislodgement occurred. The 4.0 x 15 stent dislodged from the express biliary sd monorail premounted stent delivery system during insertion. The stent was successfully retrieved, and the patient returned the following day to have the procedure completed with the implant of an unspecified stent. The patient's condition was reported as "ok". Additional information has been requested and is not available.